Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod from the patient's abdomen, the sensor wire was left in patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received from the patient on (B)(6) 2015. The patient clarified that they did not complete the sensor insertion as after they pushed the plunger down they did not pull back on the collar; therefore, the patient does not believe the sensor wire was in their skin. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide, under sensor insertion, states: place your thumb on the white plunger. Push the plunger down completely; making sure it is flush against the applicator barrel. You should hear 2 clicks. This inserts the needle and sensor under your skin. Keep pinching up on your skin with one hand. With your other hand, place two fingers under the collar. Keep your thumb lightly on top of the white plunger, and pull the collar back towards your thumb until you hear 2 clicks or cannot pull back any more. This leaves the sensor under your skin and removes the needle from your body.